Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check heater line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. There was use error identified; the patient disconnected the heater bag during troubleshooting. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) reported a check heater line alarm. The technical service representative (tsr) had the hp pull down on the lines, push in the bag spike and turn, but right after the tsr instructed the hp not to pull the spike out, the hp pulled it out. The tsr explained that the hp just compromised the supplies and would need to start over with new supplies. The tsr walked the hp through the ending therapy early procedure. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pd rn on (B)(6) 2010 regarding the check heater line alarm where the hp pulled the spike out of the bag. Per the pd rn, she was not aware of the alarm or the hp pulling the spike out of the bag. The pd rn stated she will contact the hp and review the proper procedures with him regarding therapy. No patient injury or medical intervention was reported.